Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the lead was stretched. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. The lead has been stretched so that the inner tubing buckled preventing the helix from functioning properly.

Event description:
It was reported that the atrial lead was sensing the ventricle post implant. A chest x-ray confirmed that the atrial lead was dislodged. Multiple attempts to reposition the atrial lead were unsuccessful. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.